Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult removing the cds from the guide. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, flailed leaflet, va of around 3cm2, an initial mean pressure gradient (mpg) of 5mmhg for a mitraclip procedure. During the procedure, when the clip was placed on the leaflets the mpg increased to between 11 and 14mmhg. Troubleshooting was preformed by placing the clip in multiple locations with similar results. The clip was removed from the patient, the mpg returned to baseline and the procedure was discontinued. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.